Event description:
Pt hospitalized for hyperglycemia. Pt visiting with friend and began feeling sick. Did not have blood glucose testing equipment with pt, gave insulin boluses. Began vomiting and taken to ER, where blood glucose was 947. Pt rec'd IV insulin. Released from hosp using pump.